Event description:
Healthcare professional reported right side capsular contracture, baker grade iii via ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii via ultrasound and MRI. The device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii via ultrasound and MRI. Legal representative later reported "recall, progressive pain and discomfort, inflammation, and a feeling of nodules in the breast, sensitivity¿, "mild periareolar erythema", "increasingly hard and deformed¿, and "asymmetrical". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, e1, g2.